Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient's aortic annulus was measured with the perimeter as 72.2mm, the diameter as 22.8mm, and the area as 401mm^2.the patient's aortic valve angle was 39 degrees. The patient had sufficient annular calcium to allow anchoring of the device. A pre-dilation was performed with a 20mm non-abbott balloon. It was noted that the 20mm balloon was the smallest size available and was not fully inflated during dilation. During implant the starting implant depth at 80% was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). When the device was fully deployed, two retainer tabs were observed to have released, however the third retainer tab was not visible under imaging and was not confirmed to be released. The user pulled on the delivery system and caused the valve to migrate in the aortic direction into the sinus, where it remained above the coronary arteries. Shortly after the third retainer tab released. A 23mm non-abbott valve was implanted valve-in-valve. The user believed the device migrated due to the un-released third retainer tab. The patient status was stable.

Event description:
N/a.

Manufacturer narrative:
An event of a separation problem and migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that during deployment, the third retainer tab was not visible under imaging and was not confirmed to be released. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported separation problem could not be conclusively determined. The reported migration appears to be a cascading event of the separation problem. The reported surgical intervention was a result of case-specific circumstances as a non-abbott valve implanted in navitor valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.